Event description:
It was reported that during an attempted implant, the lead would not capture and high impedance was noted. The lead was moved to different locations but the measurements were still the same. The lead was replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.